Manufacturer narrative:
Gross examination was completed on (B)(6) 2017.

Event description:
It was reported that the surgeon could not collapse the perceval valve. It was stated that the inflow ring would not go correctly into the top of the holder after collapsing.

Manufacturer narrative:
The manufacturing and material records for the perceval s heart valve model pvs27, sn (B)(4), were reviewed for conformity as it relates to the reported event. Additionally, the complete manufacturing and material records review for the accessory kit was performed. The review confirmed that the valve and accessories satisfied all material, visual and performance standards required for a model pvs27 perceval heart valve at the time of manufacture and release. A visual inspection of the valve was performed and revealed no defects or elements of non-conformity. Visual inspection of the dual holder revealed damage to the silicon sheath that was attributed to the repeated attempts made to collapse the valve. Otherwise, the accessories were received in generally good condition. A collapsing simulation was performed using the returned valve and accessories (with the silicon sheath replaced in order to repair damage that was likely induced during the multiple collapsing attempts) in an attempt to replicate the reported event. The collapsing procedure was completed without issue, and it was not possible to replicate the anomalous behavior of the valve reported in the case history. Based on the performed analysis, the problem experienced by the customer cannot be explained by any pre-existing factor intrinsic to the involved device. As such, the event is deemed to be not-device-related.